Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A worldwide complaint database search found other complaints for breakage where the root cause was found to be misuse. The investigation could not verify or identify any product contribution to the current reported without the instrument to examine. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update february 17, 2016: received complaint sample device examination of the submitted device confirmed the reported breakage. The root cause is attributed to user technique. A search of the complaint database against product code 202485000 found additional reports of tip damage/breakage. Previous investigations of tip damage/breakage found evidence indicating the blade tip made contact with the cutting block fixation pins. The sigma partial knee unicondylar surgical technique, 0612-05-507 rev, 4 page 17, states " the chisel is required only in the track closest to the patella. For knees that do not achieve adequate fixation with the outbound pins, an additional pin can be placed proximally. Pin the hole farthest away from the patella and use the anterior chisel in the track closest to the pin (figure 30). Based on the determination of user technique as the root cause, the need for corrective action is not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Chisel blade has snapped off. Item was returned in kit from hospital no other information was provided. This case has been reported by the loan kit technician during loan kit inspection.